Event description:
Boston scientific crm received information that this 4137 active fixation right ventricular lead displayed no sensing or capture due to dislodgement one day post implant. During the lead revision procedure, the lead was removed and tissue was observed on the helix. The device was explanted and replaced.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.